Event description:
Follow-up information indicated surgical intervention took place and the migrated lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.

Manufacturer narrative:
The allegation cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
It was reported the patient was not feeling stimulation. X-rays were taken and indicated the lead had migrated into the epidural space. Surgical intervention may take place at a later date.